Event description:
It was reported that an angio-seal vip was selected for use. A groin shot was taken; however, due to the angle of the shot, it was not evident if the puncture met angio-seal deployment criteria. After deployment of the angio-seal, hemostasis was achieved; however, the patient developed a hematoma soon afterwards. The patient had a vaso-vagal episode and the systolic blood pressure dropped to 60 mm/hg. The patient was given atropine (dose unknown) and fluids and monitored via a CT scan. The patient seemed to improve, but an ultrasound revealed that the patient had a pseudoaneurysm that required surgical repair. The pseudoaneurysm was removed and the patient was sent home one week later.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.